Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal seal evaluated by the advanced failure analysis team. Unrelated to the customer complaint, the seal was found to have material deformation on the stop clock valve.

Manufacturer narrative:
The universal seal has not been returned for failure analysis. Review of the provided image was consistent with the complaint of foreign plastic material being found during the procedure.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy surgical procedure, while removing a fenestrated bipolar forceps instrument, plastic foreign material came out together with the instrument from the universal seal. The customer discovered an unidentified piece of plastic protruding through the hole of the universal seal and retrieved it. Before docking, the customer found no foreign material in the cannula nor the seal. No surgical instruments containing plastic were used during the surgery. The customer checked the arm drape and trocar and found no damage. There were no visible foreign substances found in the abdominal cavity. The procedure was able to be completed. No post-operative tests were performed to check for fragments. The patient has not returned to the hospital for any post-operative complications. The surgeon is unsure of where the foreign material originated.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the universal seal was received for failure analysis evaluation. The universal seal was found to have damage on the stop clock valve. The damage appeared to be localized melting from thermal damage. Material was possibly missing.

Event description:
Refer to h11 for follow-up information.